Event description:
A pump declared alarm 20 during use, but there was no reported adverse impact to the customer's blood glucose level. It was noted that this alarm had occurred previously with different cartridges, but this was the first report from the user regarding these incidents. Cts confirmed that the pump was within warranty and arranged for its replacement. The customer was instructed to use multiple daily injections as a backup therapy and was guided on how to store the pump before returning it. The replacement pump, covered by warranty, was sent to the customer, who acknowledged the instructions and agreed to return the problematic pump within 10 days using a pre-paid label.